Event description:
A home pt contacted baxter's tech service center and stated the pt line dropped on the floor while the transfer set was open. Baxter's tech service rep instructed the home pt to contact her nurse. No pt injury or medical intervention was associated with this report per the home pt.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper procedures with the home pt in addition to referring them to their pt at-home guide for further details.